Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system was returned for analysis. A visual examination of the crimped stent found stent struts from the 8th most distal stent row were damaged and stretched. In addition, struts from the most proximal stent row were raised outwards distally from the balloon. This type of damage is consistent with the stent encountering resistance during advancement/withdrawal of the device. The ro markerbands were examined and there was no damage noted. The tip was examined and there was no damage noted. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found that the hypotube was kinked at various positions along its length. This type of damage is consistent with excessive force being applied to the delivery system. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical / procedural factors. (B)(4).

Event description:
Same case as MDR ID# 2134265-2015-00898. It was reported that stent damage occurred. The 80% stenosed target lesion was located in the moderately tortuous and severely calcified proximal right coronary artery (rca). After predilation was performed, a 24 x 4.00 promus premier¿ stent was advanced to treat the lesion; however, the device was unable to cross the right upward slope of the proximal rca. The device was removed from the patient and upon inspection, the distal section of the stent was flared. The device was exchanged with a 20 x 4.00 promus premier¿ stent, however, resistance was encountered and was unable to cross the lesion. The device was removed form the patient and upon inspection, the distal section of the stent was flared. The guide catheter and the guide wire were exchanged and the procedure was completed with another 20 x 4.00 promus premier stent. No patient complications were reported and the patient's status was good.

Event description:
Same case as MDR ID# 2134265-2015-00898. It was reported that stent damage occurred. The 80% stenosed target lesion was located in the moderately tortuous and severely calcified proximal right coronary artery (rca). After predilation was performed, a 24 x 4.00 promus premier¿ stent was advanced to treat the lesion; however, the device was unable to cross the right upward slope of the proximal rca. The device was removed from the patient and upon inspection, the distal section of the stent was flared. The device was exchanged with a 20 x 4.00 promus premier¿ stent, however, resistance was encountered and was unable to cross the lesion. The device was removed form the patient and upon inspection, the distal section of the stent was flared. The guide catheter and the guide wire were exchanged and the procedure was completed with another 20 x 4.00 promus premier stent. No patient complications were reported and the patient's status was good.